Event description:
The report from (B)(4) for patient with (B)(6) indicated that the procedure was coil embolization with orbit coils (638cf0925/13471397 2x, 638cf0824/13471479, 638cf0721/15139277, 638cf0515/13471523, 638mf0410/15116683 x2), ultipaq microcoil (cfs100308-30/f55046) & non-codman coils and assisted with an enterprise vrd (enc452212/13471874) of the ba tip, and one year after the index procedure, the patient developed coil compaction at the aneurysm neck. Action taken was a repeat coil embolization with unknown coils and additional enterprise vrd (details unknown). The event outcome as of a month after onset was recovered without sequel. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated, and no product malfunctions were noted. Additionally, 26 months after the index procedure, follow-up x-ray was performed revealed a recanalization of the treated aneurysm. The occlusion rate of aneurysm was 70%. The mrs was 0. The aneurysm sack was 5.9mm, aneurysm neck to sac ratio was 5.9mm: 10.6mm. No action was taken at that time. The event outcome as of two months after the finding was indicated to ongoing/unchanged. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
At the time of the 1-year follow-up, the aneurysm neck was 5.9mm, and the neck to sac ratio was 5.9mm.10.6mm. The parent vessel size diameter proximal was 2.3mm and distally was 3.9mm. Mrs was 0. The occlusion rate of aneurysm was 80%, %, and no additional procedures were planned to completely obliterate the aneurysm. Medications reported at one year consisted of aspirin 100mg/day start date unknown; ongoing, clopidogrel sulfate75mg/day start date unknown; ongoing, no information regarding act, inr, pt, and ptt. No further information is available and procedural images are not available. Antiplatelet therapy at 26 months included aspirin 100mg/day, and clopidogrel sulfate 75mg/day. Prior to implanting the first vrd, devices used consisted of a launcher/medtronic, prowler select plus microcatheter (606-s255x/15110289), x-celerator/ev3 were utilized. Other devices utilized during the procedure index procedure consisted of an excelsior sl-10, and 13 coils (v-track microplex, compass/terumo (11mm x 34cm, x3), orbit(638cf0925/13471397 x2), orbit(638cf0824/13471479), orbit(638cf0721/15139277), orbit(638cf0515/13471523), orbit(638mf0410/15116683 x2) , ed extrasoft /kaneka(16mm x 10cm), gdc 10 ultrasoft/stryker(3mm x 8cm) and ultipaq microcoil (cfs100308-30/f55046). However, regarding the second procedure, there was no information about the implanted coils. Please note that the code entered in d 4 represent the following orbit coils implanted/used to treat the patient (orbit- 638cf0824/13471479, orbit-638cf0721/15139277, orbit 638cf0515/13471523, and orbit 638mf0410/15116683 x 2). The coils are all being reported under one medwatch report since it is not know if one or any were involved in the event. This is 7 of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20019 and. The products remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt 1058196-2013-00042.

Manufacturer narrative:
The report from clinical study (B)(6) for patient with ID #(B)(6) indicated that the procedure was coil embolization with orbit coils (638cf0925/13471397 2x, (B)(4), 638mf0410/15116683 x2), ultipaq microcoil ((B)(4)) & non-codman coils and assisted with an enterprise vrd ((B)(4)) of the ba tip, and one year after the index procedure, the patient developed coil compaction at the aneurysm neck. Action taken was a repeat coil embolization with unknown coils and additional enterprise vrd (details unknown). The event outcome as of a month after onset was recovered without sequel. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated, and no product malfunctions were noted. Additionally, 26 months after the index procedure, follow-up x-ray was performed revealed a recanalization of the treated aneurysm. The occlusion rate of aneurysm was 70%. The mrs was 0. The aneurysm sack was 5.9mm, aneurysm neck to sac ratio was 5.9mm: 10.6mm. No action was taken at that time. The event outcome as of two months after the finding was indicated to ongoing/unchanged. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated. At the time of the 1-year follow-up, the aneurysm neck was 5.9mm, and the neck to sac ratio was 5.9mm.10.6mm. The parent vessel size diameter proximal was 2.3mm and distally was 3.9mm. Mrs was 0. The occlusion rate of aneurysm was 80%, %, and no additional procedures were planned to completely obliterate the aneurysm. Medications reported at one year consisted of aspirin 100mg/day start date unknown; ongoing, clopidogrel sulfate 75mg/day start date unknown; ongoing, no information regarding act, inr, pt, and ptt. No further information is available and procedural images are not available. Antiplatelet therapy at 26 months included aspirin 100mg/day, and clopidogrel sulfate 75mg/day. Prior to implanting the first vrd, devices used consisted of a launcher/medtronic, prowler select plus microcatheter ((B)(4)), x-celerator/ev3 were utilized. Other devices utilized during the procedure index procedure consisted of an excelsior sl-10, and 13 coils (v-track microplex, compass/terumo (11mm x 34cm, x3), orbit (638cf0925/13471397 x2), orbit ((B)(4)), orbit ((B)(4)), orbit ((B)(4)), orbit (638mf0410/15116683 x2) , ed extrasoft /kaneka(16mm x 10cm), gdc 10 ultrasoft/stryker(3mm x 8cm) and ultipaq microcoil ((B)(4)). However, regarding the second procedure, there was no information about the implanted coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116683, 13471523, 15139277, 13471479, and 13471397 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil compaction after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization due to coil compaction. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. Please note that the code entered represent the following orbit coils implanted/used to treat the patient (orbit- (B)(4), orbit-(B)(4), orbit (B)(4), and orbit 638mf0410/15116683 x 2). The coils are all being reported under one medwatch report since it is not know if one or any were involved in the event. This is 7 of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20019 and 1058196-2013-00042.